Manufacturer narrative:
Per tandem user guide: "before you begin, make sure you have the following items: 3.0 ml syringe and fill needle and vial of u-100 humalog or u-100 novolog insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification. Reportedly, the customer filled the cartridge using an insulin pen and did not stop filling the cartridge until it no longer accepted insulin. Tandem technical support educated customer on proper fill technique. Customer's blood glucose level was 98 mg/dl. Customer declined to further troubleshoot with tandem technical support.